Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have the jaw cover dislodged. The dislodged jaw cover was not returned with the instrument and there was no damage to the distal pin or the distal washer observed. The instrument passed in-house testing as the instrument moved intuitively with full range of motion. The instrument jaws opened/closed properly and the synchroseal passed the jaw ceramic dot tests. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the tip of the synchroseal instrument fell inside the patient. Through follow up, it was confirmed that the surgeon was able to retrieve all of the broken fragments during the same procedure, there were no instrument collisions, and the patient has not returned with any post-operative complications.